Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator repeatedly failed. Customer stated that controller card was replaced and the remote manager was aligned properly, yet the system still failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator kept failing, replaced the controller card and made sure the remote manager was aligned properly but it continued to fail. A field service engineer (fse) conducted cleaning grease of latch, cycled the latch multiple times in application and verified proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.